Event description:
International affiliate has informed us of an event of leakage through the cuff after in use for three or four days. The product was tested before use and orally inserted in the pt. After four days the user noticed the pilot balloon deflated and infused air. Afterward air was infused repeatedly as the pilot balloon deflated. On day seven the tube was removed and another one was used. No adverse outcome.